Manufacturer narrative:
Based on the claim against the product by the customer noting wire was sticking out of the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding a wire sticking out was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation related to customer-reported complaint: the instrument was found to have a pitch cable dislodged at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the small grasping retractor instrument stopped working with wire at wrist of instrument sticking out. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.